Event description:
Customer reported that: "over the last 3-4 months, we have had 4 equipment malfunctions with our codman external ventricular drain collection devices. The burtroll does not correctly drain into the drainage bag, requiring the system to be changed out by the neurosurgeon. The exchange/malfunction can cause changes in intracranial pressure and increase risk of infection". Also see complaints # (B)(4). Two medwatches for two incidents with the same patient were received from the customer. 1st medwatch received from the customer informed that: "fluid in buretrol did not drain easily into collection bag. Required lots of manipulation to get buretrol to drain fluid already collected in it to the collection bag below it - drainage so impaired the evd unit had to be totally replaced. Patient had obstructive hydrocephalus secondary to brain tumor with evd placement. Event date was prior to (B)(6) 2014 but the date is unknown. 2nd medwatch received from the customer informed that: "fluid in buretrol will not drain into collection bag. Requires lots of manipulation to get buretrol to drain fluid already collected in it to the collection bag below it. The date of this event was (B)(6) 2014. Additional information received from the sales rep.: " information provided by the patient coordinator for safety: fluid in buretrol will not drain easily into collection bag. Requires lots of manipulation to get buretrol to drain fluid already collected in to the collection bag below it. Information provided by the picu director: 2 total caths were placed. 1 placed in ventricular and 1 placed subdural and subsequently due to non drainage, the subdural placement eds3 drain was replaced with a second eds3 system that also did not drain and then removed, leaving the original placement of the ventrical draining correctly. Problem was very little fluid draining into bag. After 'tapping it, squeezing it, no help' would not drain.

Manufacturer narrative:
Eds iii/1: the eds iii was visually inspected and traces of biological debris were noted on the filter in the top of drip chamber. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. Purified water flowed into the drip chamber. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed a slowly, and emptied into the collection bag. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could be due to the filter in the drip chamber coming into contact with biological debris. Eds iii/2: the eds iii was visually inspected and traces of biological debris were noted on the filter in the top of drip chamber. The eds iii was set up as per IFU, a new collection bag was attached to the eds iii as not collection bag was returned. The drip chamber stop cock was turned to the off position. Purified water flowed into the drip chamber. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed a slowly, and emptied into the collection bag. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could be due to the filter in the drip chamber coming into contact with biological debris. As noted in the IFU : caution: close the clamp below the atmospheric vent to prevent wetting the vent when the bag is laid down, such as during patient transport. If the vent becomes wet, it may prevent the flow of csf into the bag. Once the system is set up on an IV pole or other support, open the clamp below the vent. Trends are being monitored with (B)(4). At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.